Event description:
It was reported that during an implant procedure on (B)(6) 2026, the patient became bradycardic and diaphragmatic. The procedure was abandoned because pharmacological measures did not resolve the issue. The patient was stable afterwards.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.